Manufacturer narrative:
The impella cp is still under evaluation. Additional information of the details of this event are currently being sought. It is unclear if this reported issue was related to the impella cp, or if this issue was the result of the physician's device placement/management, or the patient's condition. The manufacturer will continue to investigate all reasonable obtainable source information and will provided the evaluation results and updated conclusions in a supplemental report. (B)(4).

Event description:
Complainant reported that a (B)(6) male patient was undergoing the placement of an impella cp. The physician attempted to perform a wireless insertion of the device. As the doctor was traversing the aorta the cannula prolapsed onto itself, and the pigtail became caught on the cannula. The physician then tried to grab it using a snare, but was unable to free the pigtail and to pull the pump back into the sheath. A vascular surgeon was called and the pump was successfully removed from the patient. The patient subsequently expired, but the clinician reported that the patient outcome was not as a result of any issue with the impella cp, as the impella placement was a "last ditch effort" to save this patient.